Manufacturer narrative:
The issue was resolved after the fse replaced the obstructed mc wash collar, and performed the other routine maintenance services. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated low sodium results. As the customer technical specialist (cts) was providing troubleshooting assistance, customer found that the eic (electrolyte injection cup) was overflowing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported outside the laboratory, but were amended when the issue was flagged and prior to the initiation of patient treatment based on the results. When calibration failed, previously run patient results were rerun and seven of the reports were amended. The field service engineer (fse) inspected the instrument and found a visible clot in the modular chemistry (mc) wash collar. The fse replaced the mc wash collar and the sample probe. The fse also cleaned the eic valves and flushed the eic and line #15. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.